Event description:
It was reported that during the implant attempt there was difficulty placing the left ventricular (lv) lead. It was noted the competitor guidewire kept getting stuck in the lead. The lead was not implanted and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.